Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a customer had a problem with an o2 mixer p.n. Msp161609 s.n. (B)(6): alerted on (B)(6). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: a customer had a problem with an o2 mixer p.n. Msp161609 s.n. (B)(6): alerted on tf7721. No patient involvement.